Manufacturer narrative:
The returned complaint device was visually inspected and the universal serial bus (usb) was found to be broken. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient to reset the device on (B)(6) 2014 and it was reset was successful. The patient did not report any injury or medical intervention.